Event description:
It was reported that the patient presented in clinic after experiencing vague convulsion. Upon investigation, loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp) resulting in cardiac pauses. An x-ray revealed the lp dislodged to the iliac vein. A temporary pacemaker was implanted and the lp was retrieved and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Reported events of failure to capture was not confirmed. A visual inspection revealed the helix was within required specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including output verification testing, revealed no anomalies.